Event description:
The complainant reported that a wallstent biliary stent with unistep plus device was being introduced into the patient (age, gender and weight unknown) to relieve a common bile duct block (cbd). During this procedure, the guidewire was passed and put into place. The stent was then loaded on the guidewire. After passing the stent on the wire into the cbd, the stent became stuck and was unable to be pushed further. When the clinician attempted to pull the guidewire out, the guidewire could not be removed. The stent along with the guidewire was then successfully removed as one system. The patient had been scheduled for another follow-up. There was no indication from the complainant of any adverse affect on the patient as a result of the reported problem.

Manufacturer narrative:
Visual examination of the returned device revealed the coating of the guidewire was unraveled where it was exiting the hub. The shaft was dissected proximal to the stent and it was possible to withdraw a guidewire from each end of the device. The inner lumen was kinked which caused a restriction and prevented guidewire movement. A labeling review identified that the device was used per the bare biliary directions for use (dfu). The recommended size guidewire for this device is 0.035 inch however, the device was returned with a 0.028 inch guidewire inserted through it. This could have been a potential contributing factor to the complaint incident, although this can not be definitively determined at this time. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot.